Manufacturer narrative:
Concomitant medical products: 250 ml baxter bag, lot: 304584, exp: oct 2020, 0.9% sodium chloride injection and 100 ml wg critical care, lot: 80581, exp: 08-202,1 magnesium sulfate (1g/100ml). The customer¿s experience of an overinfusion of potassium chloride was not confirmed; however, backflow was observed during functional testing. The pcu event log contained no obvious programming errors that would result in the reported event. Functional testing performed found the pump module to be delivering fluid within specification. Backflow due to a faulty check valve was observed on the primary administration set during functional testing. A faulty check valve would allow fluid from the secondary bag to flow into the primary bag. The device was being used for treatment. The root cause of the reported overinfusion of potassium chloride was not definitely identified; however, backflow was observed during functional testing which can be mistaken for an overinfusion since the secondary bag empties faster than expected, into the primary bag.

Event description:
It was reported that at 0615 the ICU nurse programmed the pump module to infuse a secondary infusion of potassium chloride 20meq/100ml over 2 hours but instead the nurse found the bag empty at 0640. The pump module read that the medication was infusing at 50ml/hr. The primary infusion of 0.9% sodium chloride was infusing at an unknown rate. The potassium chloride infusion was followed by a magnesium sulfate 1gm/100ml infusion. The pump module was placed close to heart level and there were no device alarms noted. The customer states there was no patient harm.